Event description:
It was reported that the device was under-sensing and showed nsln events. It was recommended to be reprogramed and device was left implanted.

Manufacturer narrative:
No medwatch form was received.